Event description:
The customer reported to vyaire medical that the bellavista1000 us experienced alarm 271 - o2 supply fail - no o2 dosing possible and alarm 388 - no o2 dosing possible. The respiratory therapy (rt) team checked the o2 regulator at the wall and reseated to ensure no leak is present. After around 20 minutes, rt team called the biomed again due to vent continuous alarm and the patient was to critical and unstable. The patient was then manually ventilated (bagged) and placed into another bellavista ventilator. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Vyaire medical has recommended ventilator to swapped out for further analysis and evaluation. The device was sent to biomed shop and the log file provided trending data shows alarm 303 - communication to epc disconnected. Also, the device froze and presented software application error. Furthermore, no root cause could be determined yet as the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was returned to (B)(6) medical. However, the exact issue is not determined as the issue is not reproduced. Although the issues were not reproduced, no o2 dosing possible alarm 271/388 issues were most likely isolated to the norgren pressure regulator. Log analysis seems that the slow usb transmission rate could lead to an overload of the epc (ui application) and finally to an alarm 303. Imt has observed this in internal tests - defective o2 pressure regulator. As a resolution, (B)(6) medical initiated to swap the unit out due to multiple issues.